Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the fiber bonding in the outer tube area (distal end) and the presence of a purple image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and the purple image was traced to a broken video cable. The probable cause of the overheating in the contact section was attributed to a component failure. Additionally, the likely cause of the malfunction observed during the device evaluation was also linked to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope (gynecologic) displayed pink image and had overheating in the control section. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide remedial action information updated fields: b5, h2, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.